Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has failed as per the "therapy connection maintenance and inspection". There was no report of pt involvement.